Event description:
There was an allegation of questionable elecsys hiv combi pt results for 1 patient on a cobas 6000 e601 module. The results from a past sample from (B)(6) 2026 on a cobas e601 were 83.98 coi, 84.10 coi, 87.61 coi, and 84.69 coi (reactive). The result from an alternative method was non-reactive. The results from the current sample were 85.93 coi and 92.89 coi (reactive). The result using the enzyme-linked fluorescent assay (elfa) method was non-reactive. The non-reactive results were considered to be correct based on the clinical observations.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation found that, as the hiv duo antibody sub result was positive, a substance binding to the antibody detection module was responsible, and an interference of igms is likely. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." "In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that no product issue was found.